Event description:
It was reported that on (B)(6) 2012, the patient fell and struck l5-s1. Since the fall the patient experienced a change in therapy effect. The patient stated they may have dislodged a disc or a possible fracture of the vertebrae. Patient had degenerative disc disease. The patient has had severe right leg weakness, right side pain and sciatica since the fall. The doctor ordered a CT and xray of the lumbar sacral area to check for a possible granuloma. Patient stated that there was potential that the catheter had dislodged from the fall. Patient had swelling at the site of the fall and was black and blue. The patient needed to have oral medication to help with break through pain. Patient reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a low battery alarm occurred. Patient stated he was told by his doctor that the alarm went off somewhere between (B)(6) 2012. Patient stated he could not hear the pump alarm even with a stethoscope. The patient had a pump replacement scheduled for (B)(6) 2012. Patient stated the surgery was cancelled. The physician refused to replace the pump and never intended to do anything with the catheter. The patient was seeking a physician to manage their care. The previous doctor filled the pump with baclofen. The pump was delivering dilaudid.

Event description:
Additional information: it was reported after the patient¿s last refill, he developed ¿some type of reaction; it was like a bee sting reaction that itched, it was on fire and developed a bump over where the healthcare professional injected it.¿ it was noted, the patient ¿never, ever had gotten that kind of reaction before.¿ it was reported, the patient ¿had not slept in like 2 weeks.¿ it was also reported some time after the patient¿s pump was implant the patient was in ¿severe pain and he was getting 4 mg tablets of dilaudid.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).